Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the reported failure was replicated/confirmed. The instrument passed the self-test when placed on the in-house system. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage. A piece measuring approximately 0.035" x 0.144" was missing and not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had no function. The procedure was completed with no reported injury.